Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, air leaked from the sleeve housing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that only the universal seal of a device was returned in good visual condition. No functional test could be performed due to the complete device was not returned for analysis. No conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.